Event description:
It was reported to philips that unable to reset. Device was in clinical use but no reported adverse event the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.